Event description:
It was reported that a beta bionics ilet user was unable to complete a supply change due to the touchscreen not responding on the fill tubing screen. A replacement ilet was arranged, and the user will use mdi until the new device arrives. There was no report of any end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.